Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulty was encountered. The 85% stenosed target lesion was located in an unspecified target vessel. A 16 x 3.50mm taxus liberté drug-eluting stent was selected and advanced to treat the target lesion but was unable to cross. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed the stent was missing.

Manufacturer narrative:
Age at time of event: (B)(6). Device is a combination product. Device evaluated by MFR.: the balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The crimped stent was detached from balloon and not returned with device for analysis. A visual and tactile examination found multiple kinks on hypotube. The bumper tip of the device showed no signs of damage. A visual and tactile examination found a kink in the shaft at the port bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).